Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient, on approximately (B)(6) 2025, the patient experienced a skin reaction with rash, redness, and inflammation, extended beyond the patch perimeter. It was reported that the patient was diagnosed by the dermatologist with a contact allergy towards the dexcom adhesive. No specific substance that the allergy was for was reported, but based on the information provided it was understood that this was confirmed by an allergy test. The skin reaction was treated with an unspecified hydrocortisone cream. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided. A photo of the reported skin reaction was reviewed. The image shows a well-demarcated, circular erythematous lesion located on the posterior aspect of the upper arm. The area appears uniformly red to pink, with visible desquamation or peeling predominantly in the central region. The borders of the lesion are irregular but clearly distinguishable from the surrounding intact skin. No purulent discharge, ulceration, active bleeding, or visible signs of systemic involvement are present in the image. There is no documentation in the photo of scarring, necrosis, or overt infection, although mild surface dryness and flaking are apparent. The surrounding skin appears intact with no satellite lesions. No additional patient or event information is available.